Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found that the control board and power supply to the table were not functional. Further evaluation determined that the wiring that flows between the control board and the table's base cover was damaged. As the wiring was damaged, this created an electrical short resulting in the reported event. The technician made the necessary repairs, tested the table, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table lost power while the table was being lowered. The patient was transferred to a different surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.